Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The patient line was clamped during a drain phase and verified that an alarm or warning occurs. The treatment was completed with no problems or failures. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not draining properly during drain 0 of 5 of treatment. The patient was empty. The patient drained 1937ml due to a manual fill done the same day prior to leaving the hospital. The patient continued treatment and the cycler transitioned to fill 1 of 6 on its own. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not draining properly during drain 0 of 5 of treatment. The patient was empty. The patient drained 1937ml due to a manual fill done the same day prior to leaving the hospital. The patient continued treatment and the cycler transitioned to fill 1 of 6 on its own. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not draining properly during drain 0 of 5 of treatment. The patient was empty. The patient drained 1937ml due to a manual fill done the same day prior to leaving the hospital. The patient continued treatment and the cycler transitioned to fill 1 of 6 on its own. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.